Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a lasso¿ electrophysiology catheter and a tip insulation peeled off issue occurred. The investigational analysis completed 5/13/2019. The device was visually inspected and the electrical wires were observed exposed and the lasso loop was found wrinkled. The manufacture team performed an investigation to determine the root cause. Investigation results showed that the issue was not related to the manufacturing process. It could be related to the handling of the device during the procedure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the lasso loop cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the catheter with the sheath during the procedure. In addition, the instructions for use states that no excessive force should be applied during the withdrawal of the catheter. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The event date is unknown. As such, the 1st day of the alert month has been entered as the event date ((B)(6) 2018). The corresponding field of this report has been updated. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. Manufacturer reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a lasso¿ electrophysiology catheter and a tip insulation peeled off issue occurred. During the procedure, when pulling back the lasso catheter into the sheath, the catheter tip insulation (coating) peeled off. The damage resulted in internal components being exposed. There was difficulty in removing the catheter. Tip detachment did not occur. No adverse patient consequences were reported. The tip insulation peeled off issue has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a lasso¿ electrophysiology catheter and a tip insulation peeled off issue occurred. On 4/2/2019, the biosense webster inc (bwi) product analysis lab (pal) received the device for evaluation and found exposed wire in the lasso. These findings coincide with what was initially reported. The observed exposed wire in the lasso has been assessed as MDR reportable as device integrity was compromised. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for persistent atrial fibrillation with a lasso¿ electrophysiology catheter and a tip insulation peeled off issue occurred. Additional information was received 11/28/2018, indicating that the device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacture reference no: (B)(4).